Event description:
It was reported that during a lobectomy procedure, the cartridge came out of the jaws when the device was fired. It fell into the patient and was retrieved. A new device was used to complete the procedure. They were firing across the pulmonary vessel they created a 3mm cut but it did not bleed. The 3mm portion that was cut was stapled but it did not staple and cut all the way. The surgeon gained proximal control of the vessel with a clamp. There were no other actions necessary. The surgeon was able to use a second stapler to fire across the area. The procedure was completed without impact to the patient. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.